Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the cause of the deep buttock pain was in relation to the presence of the ins.

Manufacturer narrative:
Continuation of medical devices: product ID 309328, lot# 0208490642, implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported deep buttock pain in front of the stimulator pocket. Factors that may have led or contributed to the issue remain unknown. Actions/interventions taken to resolve the issue was analgesic plus test off from (B)(6) 2018. A therapeutic drug monitoring (tdm) was requested but no results were provided yet. The issue was not resolved and the event was ongoing. It was reported that the investigator assessed the event as not serious, not related to procedure, and related to the stimulator. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic urinary incontinence since 2012. Additional information received reported that the onset of the adverse event was on (B)(6) 2018. The device was replaced on (B)(6) 2018 during hospitalization from (B)(6) 2018. The event was serious. The outcome was resolved. No further complications were reported/anticipated.